Manufacturer narrative:
Age at time of event: (B)(6) years at the time of study enrollment. Date of event: the true event date was not reported. The first day of the month of the aware date was used as an estimate.

Event description:
(B)(4) study. It was reported that stenosis of the target vessel occurred. In 2016, target lesion #1 was located in left mid sfa extending up to left distal sfa with 80 % stenosis and was 90 mm long with a proximal reference vessel diameter of 4 mm and distal vessel diameter of 5 mm and was classified as tasc ii a lesion. Target lesion #1 was treated with direct placement of a 6.0 mm x 100 mm eluvia stent system. Following post dilation residual stenosis was 0 %. The subject was discharged on dual antiplatelet therapy. In 2021, the subject was noted with left sfa stent occlusion. Site made aware of the event during 60 months follow up. The occlusion was non-thrombotic and likely due to the slow progression of in-stent or marginal stenosis. No action was taken, and the event was considered not recovered/not resolved.